Manufacturer narrative:
Service call was not initiated or generated for this event. Customer could not find a record on this exact date for this patient, but acknowledged the sample ID is for a known diabetic patient and a result of 608mg/dl was reported out. Based on the instrument plot obtained, the 202mg/dl result appears to be a short sample. Sample integrity may have contributed to this event.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.